Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the physician alleged the right ventricular (rv) was pacing intermittently. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.